Event description:
Technician alleged that the knee runs down when the head goes up, backward auto contour. No pt impact.

Manufacturer narrative:
The technician replaced the pt hand pendant to resolve the issue.